Manufacturer narrative:
Correction: section h6 - the health effect impact code should have been 4611 - absence of treatment rather than 4610 - inadequate/inappropriate treatment or diagnostic exposure based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The observation from the field ¿MRI mode unable to be disable¿ in reference to the inability to connect to the device was confirmed. It was concluded the root cause of the observation was due to the device having been previously placed in MRI mode. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired. Functionality testing of MRI mode was performed during analysis and normal operation was observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.

Manufacturer narrative:
H9 - fsca number corrected.

Manufacturer narrative:
The observation from the field ¿MRI mode unable to be disable¿ in reference to the inability to connect to the device was confirmed. It was concluded the root cause of the observation was due to the device having been previously placed in MRI mode. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired. Functionality testing of MRI mode was performed during analysis and normal operation was observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the ipg was unable to communicate with the external devices and MRI mode was unable to be disabled. Surgical intervention may be pending to address this situation.